Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Event description:
It was reported that prior to going to sleep, the customer noted the pump's battery gauge to be at 30-40%. Upon waking in the morning, the pump had shut off unexpectedly and the battery gauge displayed 0%. The customer's blood glucose level was reported to be elevated; however, the customer declined to provide the exact value.